Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the direct current (dc) to dc converter printed circuit board assembly (pcba). The ventilator passed all testing per manufacturing specification and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated multiple ¿voltage out of range (oor)" messages. Information pertaining to the intervention taken on the behalf of the patient was not reported however, patient outcome has been provided as no impact.

Manufacturer narrative:
Device evaluation summary: one direct current (dc) -dc converter printed circuit board assembly (pcba) was returned to medtronic for further analysis. Preliminary testing of the pcba revealed that there was a resistance reading of 4.4 ohms (short circuit) across capacitor reference designator c83. The pcba was not connected to a test ventilator to avoid further circuit damage, as the short circuit in the capacitor was still present across the 12 volt supply rail. The likely cause of the event was isolated to c83 in dc-dc converter pcba.